Event description:
It was reported that the patient was not able to properly cycle this inflatable penile prosthesis. A surgical procedure was performed, during which a break in the connecting tube of the pump and one of the cylinders was identified. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump kink resistant tubing (krt) had a hole from fatigue; therefore, the krt had a leak from fatigue as well. The pump did not pass the functional test. Based on the information available and analysis results, the hole and the fluid leak identified in the pump krt could have caused or contributed to the reported clinical observation of device not cycling properly and a break in the connecting tube of the pump and one of the cylinders; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was not able to properly cycle this inflatable penile prosthesis. A surgical procedure was performed, during which a break in the connecting tube of the pump and one of the cylinders was identified. All components were removed and replaced. There were no patient complications reported.